Manufacturer narrative:
H3, h6: the navio drill, part number 101209, s/n (B)(6), used for treatment was not returned for evaluation thus, a visual and functional evaluation could not be performed and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed a factor that may have contributed to the reported symptom may have been internal damage to the motor, causing it to overheat and make an abnormal noise. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a navio tka procedure, the anspach drill was very loud and got very hot to touch during bone removal. No other complications were reported.